Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger, isd board , and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a kv on in error message. No pt injury was reported.